Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
A report was received about a failure of the 70ml reservoir (lumbar drainage set) to drain via the stopcock into the collection bag. There appeared to be a blockage at the stopcock. On closer inspection, there appeared to be a membrane, which was only accessed with a needle so fluid could be expressed. There was no pt injury or death as a result of this event. However, the device remains implanted in the pt and should be removed. The event caused the surgery to be delayed for 5 minutes. Additional clinical info has been requested.